Event description:
Dome detached during traction removal. Indwelling period is about 7 months. Detached portion was removed endoscopically. The depth of the stoma is about 2.5 cm. Administration: aluminim glycinate, famothidine, etc. Nutrient: twinline.